Event description:
Information received from the field does not address the patient's clinical status but notes that at the pre-discharge visit, the lead was found to be dislodged. The lead was successfully repositioned.